Event description:
It was noted that the increase in seizures was below pre-vns baseline. No other relevant information has been received to date.

Event description:
During a patient's replacement surgery, her surgeon, the surgeon mentioned that the generator battery had run out too soon. The device had not yet reached eos. The patient had experienced an increase in seizures in the two weeks prior to the replacement, and the physician suspected this was due to her declining battery. The generator was discarded by the explant facility. Production records for the device were reviewed and it was found that it had passed all quality testing prior to distribution. No additional information has been received to date.